Manufacturer narrative:
MDR decision flowchart completed - not reportable without evaluating the unit, the actual cause of the malfunction cannot be determined; a cause of failure can be determined by failures already seen in-house from mfg or servicing; as of this date, there were (B)(4) documented device complaints covering (B)(4) units. This lot has (B)(4) released units. The complaint rate is at (B)(4). The lot will continue to be monitored. No CAPA will be issued since the rate is acceptable ((B)(4)). This lot could have possibly had the burr issue no further investigation was done and the complaint was closed based on the following - CAPA (B)(4) was opened on (B)(4)2 012 due to customer service's concern with numerous microtips having problems in the field; it was determined that earlier lots were failing due to a burr on the compression nut. Eco 959 was generated to update the dwg. The dhrs from all lots manufactured since (B)(6) 2012 were reviewed and no correlation could be determined among sub-assemblies. On (B)(4) 2014: opened CAPA (B)(4) to review (B)(6) complaints; completed and attached a current MDR decision flowchart. The DHR for lot# 11412-06 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of the console history was not performed because the s/n was not reported.

Event description:
During procedure, tip stopped working - tried unsuccessfully to reboot system, forced to open second kit.